Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens exchange) (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.5/+1.5/091 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault. The problem is resolved.

Manufacturer narrative:
Additional data:h3-device evaluation: lens was returned dry, in a mirco-centrifuge vial and there was clear surgical residue on product. Visual inspection found no visible damage to lens and presence of residue on lens surface.(B)(4)